Event description:
It was reported that, immediately after starting to use the product, a crack was found in the twin tube. The product was not used. No patient injury was reported.

Manufacturer narrative:
UDI is unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received inside a plastic bag without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the luer was broken. 32 random samples of component (female luer) from production run were taken and visually verified. None of the samples presents any visual defects, cracks or damages on the luers. Functional test: 32 samples were assembled and leak tested by manufacturing procedure and no leaks were found; 1 sample was assembled purposely with the luer crack in order to verify if the equipment is capable to detect the leak, the equipment is capable to detect the piece as reject. The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.